Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was beeping and buttons were neither pressed nor accidentally pressed. The customer's blood glucose value was unknown. The frequency of beeping was 5 minutes. Customer reported the notification light was not blinking. Customer was able to successfully program insulin pump and connect device. The insulin pump will not be returned for analysis.